Manufacturer narrative:
To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent a hysterectomy on (B)(6) 2020 and mesh was implanted. It was reported that the patient experienced undisclosed adverse event. No additional information was provided.

Manufacturer narrative:
Date sent to the FDA: 4/4/2023 additional information: d6b additional b5 narrative: it was reported that on (B)(6) 2020 the patient was diagnosed with mesh exposure. It was reported that the patient underwent removal surgery on (B)(6) 2021.